Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On information was received from a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ml, 2,148.5 mcg/day), bupivacaine (30 mg/ml, 32.3375 mg/day) and dilaudid (1.7 mg/ml, 1.826 mg/day) via an implantable pump for spinal cord injury/spinal cord disease and chronic low back pain. Information received reported the manufacturer representative (rep) was paged yesterday (B)(6) 2019) to assist in programming the patient's pump to minimum rate. The rep reported the reason the pump was programmed to minimum rate was because the patient was displaying symptoms of overdose. The rep stated that the patient was refilled a couple weeks ago. The rep did not know when the symptoms began, and stated that the patient was admitted to the hospital yesterday. The rep stated that the logs did not show any abnormalities. No troubleshooting could be performed due to lack of access to the product. The rep stated the patient was being managed at the hospital. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient experienced shortness of breath and unresponsiveness. The cause of the overdose was unknown, but the patient believed it may have been due to the taking two trazodone to help them sleep. The overdose symptoms had resolved and the patient's pump was turned back up to half of the dose that it was previously at. No further complications were reported.